Event description:
During the firing of a device, the staples were not formed properly at the proximal end and transection was only complete at the distal half of the staple line. The entire staple line was oversewn for security.

Manufacturer narrative:
The two devices were returned and evaluated. Both reloads were returned fully fired and showed no damage - no root cause could be determined. Evaluation summary: the two green reloads were fully fired during the case. Functional test was not performed; however, there were no damages on any of the components. Device was not returned for analysis that may have been the root cause of the underformed staples.